Event description:
It was reported that non-sustained lead noise due to post-paced t wave oversensing was observed on a remote transmission. Patient was asymptomatic. Programming changes were made; device remains implanted.

Event description:
New information received notes that post-paced t-wave oversensing recurred. The patient remained asymptomatic. The device was reprogrammed and remains implanted.